Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the first staple line during a laparoscopic gastric sleeve resection the stapler did fire however, the device locked on tissue and there was an incomplete staple line proximally. The reinforced material from the reload was cut then the reload was removed and replaced to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.